Event description:
A customer reported he received an error-4 display message on his freestyle freedom blood glucose meter upon test strip insertion. As a result, the customer was reportedly unable to test and experienced symptoms of dizziness and blurred vision. The customer self-presented at the emergency room of a health care facility where he reported that a blood glucose test was performed and a reading over 400 mg/dl was obtained. According to the customer's report he was diagnosed with hyperglycemia and treated with 12-18 units of insulin which was a change to his normal treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.